Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) states to not use the angio-seal device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred as this may result in an infection.

Event description:
Several days post-deployment of an angio-seal device, the patient developed an infection and cellulitis in the leg in which the angio-seal was deployed. The patient was treated with IV vancomycin and was last reported to be improving. The healthcare provider stated it is not clear whether use of the angio-seal device contributed to the infection since several other devices were used during the same procedure at the same access site. The deployment of the angio-seal device was reportedly normal.